Manufacturer narrative:
Device evaluated by MFR: a mustang 7.0 x 80, 75cm was returned for analysis. A longitudinal balloon tear was identified starting at the proximal markerband and extending approximately 40mm distally. A visual and microscopic examination of the balloon material identified no other issues. A visual and microscopic examination of the markerbands identified no issues. A visual and tactile examination identified no kinks or damage to the shaft. A visual and tactile examination identified no damage to the tip. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in the right brachial artery. A 5.0 x 40, 75cm mustang balloon catheter was advanced for dilation. However, during inflation at 24 atmospheres, the balloon bursted. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient's status was normal.

Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in the right brachial artery. A 5.0 x 40, 75cm mustang balloon catheter was advanced for dilation. However, during inflation at 24 atmospheres, the balloon burst. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient's status was normal.